Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device displayed an inop error while pacing a patient. Another device was used to continue to pace the patient. A customer reported that the device displayed an inop error while pacing a patient. Another device was used to continue to pace the patient.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device displayed an inop error while pacing a patient. Another device was used to pace the patient. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening. A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty processor pca. The technician replaced the processor pca. The device passed all performance assurance tests and was returned to the customer. This was a malfunction of the processor pca.